Manufacturer narrative:
No device, hospital/medical records or medical images have been made available to the MFR. As the lot number for the device was provided, a review of the device history records is being performed. The investigation of the reported event is underway.

Manufacturer narrative:
The device was discarded by the facility, no medical records or no medical images have been made available to the manufacturer. As not lot number for the device was provided, a mfg review was conducted and there was nothing found to indicate there was a mfg related cause for this event. The investigation is inconclusive for the alleged marker band detachment. It should be noted that per the reported event, the recovery cone was used to retrieve a denali filter. The recovery cone is only indicated for use to percutaneously remove the g2 x filter, g2 express filter, g2 filter and the recovery filter from the vena cava, or facilitate the retrieval of foreign objects from the peripheral vascular system. The recovery cone is not indicated for use to remove a denali filter. Therefore, it is likely that user related issues (use of a recovery cone to remove a denali filter) contributed to the alleged marker band detachment. However, the definitive root cause is unk. Note: the sales representative performed an in-servicing with the health care provider on 6/17/2015 on the proper methods and equipment required to successfully retrieve a denali filter.

Event description:
It was reported that during retrieval of a vena cava filter using a cone removal system, a marker band allegedly detached from the removal system introducer sheath. The health care provider reportedly performed a surgical cutdown to retrieve the marker band. The pt was said to have tolerated the procedure well and was stable postoperatively.